Event description:
During routine c-section, after successfully delivery of a viable infant, the pt's uterus began to bleed and the surgeon requested pitocin from the attending crna to administer to the uterus. Immediately, prior to the surgeon making this request, the crna noted that the anesthesia omnicell drug cabinet unexpectedly lost all power and all drawers locked, thereby preventing the crna from obtaining the requested medication. The crna immediately sent the circulating rn into the operating room to retrieve pharmacy staff for assistance to repair the omnicell cabinet, and the crna began immediately to work out of another fully stocked anesthesia drug cart available in the same operating room. The requested medication (pitocin) was provided to the surgeon from the other available anesthesia drug cart, and the pitocin was administered to the pt who responded well to treatment. The pt was soon thereafter sent to the recovery room in stable condition. No further pt complications regarding the incident were noted and the pt was discharged to home on (B)(6) 2008. The anesthesia omnicell unexpected loss of power (and subsequent locking) is being investigated by the facility as a sentinel event.